Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. Eval confirmed to the reported symptom of sys error 105 through the history log, but could not reproduce it. Eval found that the pump had a seizing motor which is a known contributor to sys error 105 message. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed sys error 105. Any pt involvement, injury and medical intervention is unk.